Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed. The technical support specialist remotely accessed the application server and performed multiple troubleshooting steps, including retrying operations and inspecting the drawer latch. Despite efforts, the issue persisted. It was determined that the cubie was likely faulty and needed replacement. The customer was advised to contact the pharmacy to request a new cubie. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie was failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.